Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the controller being exchanged routinely was confirmed via analysis of the submitted controller vent log file. The log file contained approximately 19 days of data ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 9:57:05, the power cables were disconnected at 9:57:54, and the controller was then turned off approximately 3 seconds later; these events are consistent with the reported information of the patient routinely exchanging the system controller. The log file data did not indicate any issues with the equipment. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Additional information provided stated that the driveline disconnect event observed in the log file is consistent with the patient exchanging the controller with the backup controller routinely. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the reported event was determined to be a user error. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 31jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2023-00477. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the first year of implant, the patient was instructed to rotate equipment and believed that this applied to the system controller. As a result, the patient would routinely perform system controller exchanges at home. Log files were sent for review as the patient was being switched to a different hospital for routine care. On (B)(6) 2023 log files were sent for the patient's backup system controller. They revealed low power advisories due to normal battery depletion and the file ended with a driveline disconnect. The patient replaced the batteries and no longer performs routine system controller exchanges at home.